Event description:
Additional information was received from the patient. Pt said in the beginning worked for both bowel and bladder, then stopped pt said they have been dealing with these symptoms since they were 5 years old and they are frustrated. Pt said since their surgery,(implant) they are still having bathroom issues and may have another surgery. Pt said the doctor should have yanked out the whole colon so they could go without the stimulator because she is having problems in her spine. Pt said they t may have the stimulator removed. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they just wanted to get the device out because it was constipating them. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the device worked well until october. Patient took a flight and turned stim off. Patient said when they turned stim back on their symptoms have been so exaggerated. Patient said the device was implanted for fecal incontinence and the healthcare professional (hcp) told the patient the device would help with urinary incontinence too which it did. Since oct the patient has been having urinary incontinence, fecal incontinence and constipation. Patient said when the symptoms started they were on the same setting they were prior to turning stim off. Patient has tried changing programs and adjusting stim but the symptoms don't improve. Patient saw their gastrointestinal doctor who said they can hear a lot of stuff going on. Patient said they had 24 hours of painful diarrhea and the hcp still saw stool in the patient. Patient is nauseous all the time and when they have a bowel movement they can't control it and the bowel is old. Patient has diverticula and the hcp recommended removing part of the colon. Patient has an appointment with their hcp on (B)(6) 2021. Patient is going to turn stim off and see what happens. The patient was redirected to their healthcare provider to further address the issue.